Event description:
The malem bedwetting alarm needs special attention from the FDA as it has burnt my child. I was lucky to pull it out on time otherwise the burns would have caused permanent damage to my child. I purchased this alarm online from the bedwetting store. The manufacturer of this alarm is malem medical based in the (B)(6). Calls to this company go unheard. Someone needs to take action and the action be taken soon.